Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. As per customer pt involvement is unk. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.

Manufacturer narrative:
Multiple attempts were made to try to retrieve pt info, and as per customer, pt info is unk.